Manufacturer narrative:
Product was received for evaluation: DHR - no anomalies that could be associated with the complaint were observed failure analysis - the evaluation was unable to conclusively verify the complaint as valid. Therefore an investigation for cause was unable to be performed. The investigation did not highlight any defect.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the sheath of the hook handle ((B)(4)) melted during surgery. No further information has been provided.